Manufacturer narrative:
(B)(4).

Event description:
The pt had a "rash with very high dose". There was a suspected catheter leak, allergic reaction and infection. Further troubleshooting was being considered. The device was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.